Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the distal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device was used to brush a distal portion, successfully actuated the brush 3 to 4 times then stopped. The wire inside the catheter broke. The nurse had to cut off the broken part for pathology. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of wire broke. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.